Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x rays, operative notes (primary and revision), patient details, whether the patient followed correct post op protocol, and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records found that this device was manufactured, packed and sterilised to the correct specifications at the time of manufacture. The specific root cause of this event could not be determined with the available information, however, infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x rays, operative notes (primary and revision), patient details, whether the patient followed correct post op protocol, and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report on completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity modular head after approximately 1 year and 1 month due to infection.